Event description:
Used an unknown brand of filler. Neuramis saying it was restylane kysse. Also used a korean botox claiming it was jeuveau. This was at (B)(6). Both locations are using illegal products. Deceiving clients claiming it is other brands. I have video proof if you need it for a search warrant. Unfortunately, I am unable to upload it on here.